Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulty occurred. Vascular access was obtained via the femoral artery. A mach1 guide catheter was selected for use in the right coronary artery (rca). After using the device for the first time and after ethylene oxide (eto) sterilization, the physician noticed that the catheter became stiff. It was further noted the catheter deformed while passing through the sheath. The catheter also had a tendency to deform with slight torque and become kinked. Consequently, the catheter became difficulty to remove. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the catheters were resterilized in the hospital.